Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID# 2134265-2016-05293 and 2134265-2016-05294. (B)(6) clinical study. It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with angina and abnormal results of a pet scan indicative of apical and lateral ischemia. The patient was diagnosed with stable angina and coronary angiography was performed. Target lesion #1 was a de novo lesion locate in the mid left anterior descending (lad) artery with 75% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with direct placement of a 2.50x12mm promus element plus drug-eluting stent with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the distal left circumflex (lcx) artery with 80% stenosis and was 10mm long with a reference vessel diameter of 2.25mm. Target lesion #2 was treated with direct placement of a 2.25x12mm promus element plus drug-eluting stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with atypical chest pain and was hospitalized on the same day. Subsequently, coronary angiography was performed. The 80% isr located in the mid lad was treated with the placement of a 2.5x15.00mm non-bsc drug-eluting stent with 0% residual stenosis. Additionally, the 99% isr located in the proximal lcx was treated with balloon angioplasty and placement of a 2.5x33.00mm non-bsc drug-eluting stent. Following post-dilatation, residual stenosis was 10%. The following day, the event was considered to be resolved and the patient was discharged on aspirin and clopidogrel.